Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for evaluation?: yes. D.10. Returned to manufacturer on: 7/6/2021. H.6. Investigation: a device history record review was completed for provided lot number 201014. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. To aid in the investigation of this issue, the affected sample was returned for evaluation by our quality engineer team. The sample was microscopically examined and a small green particle thread was observed. It has been concluded that the foreign matter consists of powder from the ¿rack¿ during the assembly process. In order to move pieces through the assembly process, needles are placed in green plastic racks. Due to friction between the racks and the machinery, small plastic particles could be produced. The accumulation of the rack particles could become stuck to the product due to static electricity.

Event description:
It was reported that needle 23ga 1-1/4in had foreign matter. The following information was provided by the initial reporter: when uncapping a cannula for inoculating a patient treatment, the user places a new residue on the cannula.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that needle 23ga 1-1/4in had foreign matter. The following information was provided by the initial reporter: when uncapping a cannula for inoculating a patient treatment, the user places a new residue on the cannula.